Event description:
The customer reported to olympus, the image disappeared at an angle on the endoeye flex deflectable videoscope. During the inspection of the returned device, the image disappeared when operating the up and down direction angle due to a damaged image pickup unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image disappeared at an angle, the curved rubber was scratched, adhesive was missing and had to replace the insertion part. The angle fixing part of the operation part was loose. Additionally, there were scratches on the operation part, the grip, nigiri cover, video connector, the lens guide connector, and the lens guide cover glass. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image issue was caused by failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.